Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002904n31, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a family member regarding a patient who was receiving dilaudid via an implantable pump. The concentration, dose, and lot number were not known. The indications for use included non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were not provided. In (B)(6) 2015, caller indicated that the patient's battery had stopped working and the pump was alarming every 15 minutes. The patient was reportedly very sick, was cold all over, and there was a return in leg pain. The patient had missed a refill and the patient thought the pump was dry. The patient was taken to the emergency room and was told they could not help with a pump issue. The patient's previous physician released him from care and currently did not have another physician. Additional information was requested to clarify the alarm, troubleshooting, interventions, resolution and patient status. Should additional information be received a supplemental report will be filed.